Event description:
It was reported that the lead exhibited a single low, out of range, high voltage lead impedance measurement. The low impedance was not reproducible and all further tests produced normal results. The lead remains implanted and the patient was in good condition following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.